Event description:
I need direction please. I had a hysterectomy in 2010 and also a bladder repair surgery. Mesh was used with the sling halo system. I have the model number and lot number in my records. I have been having complications and feel unwell since my surgery in 2010. I do not want to contact the "hot line" number on tv unless this is what you recommend. I feel I am having health related issues from the hysterectomy and repair. What do I do? Who can help me to find out what is wrong?